Manufacturer narrative:
Information was received on 17-mar-2021 indicating that the issue occurred between patient use, the infusion was not life-sustaining and no patient consequences were reported. Device evaluation completion date: 03-mar-2021 device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted. During analysis, the reported problem regarding error 46442 was found in event log and software application. Service recommended printed wire assembly (pwa) board change. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump exhibited an error code. It was also reported the library could not be downloaded. No patient injury or complications were reported in relation to this event.